Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for four patients involving their access 2 immunoassay system ((B)(4)). The non-reproducible results were generated over the course of two days. MDR 2122870-2015-00052 is for results from (B)(6) 2014 and MDR 2122870-2015-00053 represents results generated on (B)(6) 2015. System check, quality control (qc), and calibration curve was passing prior to the event. The customer stated the results were reported outside of the laboratory and were questioned by the physician. After which, qc was repeated and subsequently failed. The customer replaced the aspirate probe, and qc recovered within instrument specification. The original samples were then repeated on the analyzer in question and lower results were generated; please refer to the patient data table attached. There was no report of injuries, or change to patient treatment in connection with this event. Sample preparation information was not provided by the customer.

Manufacturer narrative:
The customer did not provide patient age/date of birth, sex, or weight. Beckman coulter field service was not dispatched to the customer site because the replacement of the aspirate probes by the customer resolved the issue. The following mdrs are related to this event: 2122870-2015-00052 2122870-2015-00053